Manufacturer narrative:
The customer provided 3 samples to siemens for investigation purposes. Siemens' initial investigation results: (B)(6). Siemens continues to investigate.

Event description:
A falsely low advia centaur xpt tsh3-ultra (tsh3-ul) result was obtained for a patient sample. The result was considered discordant low compared with a result obtained from another laboratory using an alternate method. The customer indicated that historically, the patient's advia centaur xpt tsh3-ultra results have been <0.01 uiu/ml. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant tsh3-ultra result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2019-00118 on may 21, 2019. On 06/25/2019 additional information: siemens investigation is complete. Siemens was unable to obtain additional information related to medical issues or medications used by the patient. Three different samples from the same patient were sent to siemens for testing. Calibration and controls were verified to be in range. The samples were tested in singlet on advia centaur xpt tsh3 ultra reagent lot 335 and advia centaur tsh reagent lot 287. The data was evaluated and suggests a genetic variant is present in all three samples. Per the limitations section of the instructions for use, "as with any immuno-recognition measurement of a peptide, extremely rare genetic variants may exhibit varying degrees of detection." Based on the investigation, a product performance issue is not confirmed. No further evaluation of the device is required.